Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® sst¿ ii advance tube was found leaking as the "stopper is not tight", resulting in "blood spillage during centrifugation." There was report of blood exposure but did not report injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples and video from the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was observed. Additionally, customer samples along with retention samples were selected from bd inventory for testing and upon completion, the issue relating to stopper pop off during and after centrifugation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer video, the customer¿s indicated failure mode for stopper pop off with the incident lot was observed. Testing of the customer samples and retention samples was conducted and stopper pop off before, during and after centrifugation was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.